Event description:
It was reported that prior to use, "the bronchial cuff after the inflation with air was deflating. They did not use the tube to the patient because the bronchial cuff did not keep air inside". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "cuff deflation prior to use" was confirmed based upon the sample received. An actual sample was returned for investigation. The bronchial tube was inflated using endotest for both the clear and blue cuff. The tracheal clear cuff was able to maintain its pressure at 25mbar. However, the bronchial blue cuff was unable to maintain 25 mbar pressure. Further verification on cuff was performed and a small cut mark was observed under the magnifying camera on the blue cuff. The defect may not have happened during manufacturing as the product undergoes 100% water leak test and visual inspection. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that prior to use, "the bronchial cuff after the inflation with air was deflating. They did not use the tube to the patient because the bronchial cuff did not keep air inside". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.